Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer tried to pass medical fluid through the needleless port connector (a nac) and the female luer-lock connector during the pre-use check, but would not. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
Health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found the sample present an occlusion between the assembly of the tube and luer. Functional testing found the occlusion was detected between the assembly of the tube and luer. The failure mode reported is confirmed. The root cause of the reported issue was found to be manufacturing - excess solvent. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure gripper huber needle luer bonding assembly section 5.0 solvent bond tube to luer by quality engineer on (B)(6) 2022 this remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).